Event description:
Info was received that reported a pt had been hospitalized in 2006 due to high blood glucose levels which they had difficulty controlling. The reporter states that the pt's insertion site was changed out and new insulin was used,but the pt's blood glucose was still very labile. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, as of the time of this report, the device had not been returned.